Event description:
Following a novasure endometrial ablation on (B)(6) 2011 the physician did a hysteroscopy. The "cavity looked normal and [the] patient released". The pt returned to the emergency room (ER) on (B)(6) 2011 with pain. She was found to have an increased white blood cell count and antibiotics (medications unk) were given for a possible urinary tract infection. The pt returned home. The pt returned to the hospital the next day ((B)(6)2011) and was admitted. A computed tomography (CT) scan revealed "pus at the back of the uterine cavity". Intravenous (IV) antibiotics (medications unk) were administered. On (B)(6) 2011, an exploratory laparoscopy was done by a general surgeon who noticed "3 defects on the uterus". He reported this was "not a thermal injury". Also, "a small area was noted on the bowel" and a resection of that area was done. Additionally, a hysterectomy was performed (reason unk). We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If add'l relevant info is received a supplemental medwatch will be filed. (B)(4).